Manufacturer narrative:
H.6. Investigation summary: bd received a 24 gauge insyte autoguard unit with no packaging material or catheter. The lot was unknown and without the original packaging the engineer was unable to perform a review of the device history record to determine if there were any issues with this lot during production. The returned unit was visually inspected by the quality engineer. The needle was in the out position and the retraction button was fully depressed. The spring was still bound preventing retraction. Based off the visual inspection the engineer was able to verify the reported defect. The bound spring was determined to have been the cause of the retraction failure. This was determined to have been a manufacturing defect. The manufacturing facility has been notified of this incident and the findings. A training was held for all associates involved to raise awareness of this issue.

Event description:
It was reported that during use the needle didn't retract after pressing the button with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from japanese to english: after inserted the catheter, needle didn't retract even pressed the button.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use the needle didn't retract after pressing the button with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: after inserted the catheter, needle didn't retract even pressed the button.